Event description:
As reported, this 66 y/o male patient had both right and left primary cr tka's done in 2012. The patient presented to surgeon's office originally for his right knee, having pain, swelling, and stiffness. Surgeon performed a right total knee revision tka on the patient. The patient had evident osteolysis and poly wear on the x-ray. The date of the right knee revision was not given. The surgeon said that the original poly was destroyed when removed and the patient had substantial lysis in the tissues and bones. The right knee tibia implant was loose and so he revised the primary tka to a revision tka of another company. The patient presents to be doing well post right knee total revision. The devices are not available for evaluation.

Manufacturer narrative:
Concomitant medical products: cemented cr femoral sz 3 (cat#: 200-01-03/serial#: (B)(4). Cemented finned tib. Tra sz 3f/4t (cat#: 200-04-34/serial#: (B)(4). Inset patella 26mm (cat#: 200-05-26/serial#: (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
Section d10: concomitant medical products: cemented cr femoral sz 3 (cat# 200-01-03/serial# (B)(6)). Cemented finned tib. Tra sz 3f/3t (cat# 200-04-33/serial# (B)(6)). Inset patella 26mm (cat# 200-05-26/serial# (B)(6)).

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3 the revision reported was likely the result of prosthesis wear of the tibial insert, osteolysis, and tibial loosening. The wear may have been due to a combination of third body wear, positioning of the components, instability, and/or patient related conditions. The reported aseptic (non-infected) tibial loosening/osteolysis may have been due to an insufficient bond between the tibial tray and the bone. However, this cannot be confirmed as the components were not returned for evaluation and images/radiographs were not provided. It is unclear if the reported loosening may have contributed to the wear or if the wear may have contributed to the reported loosening. The most probable root cause associated with the reported event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances. Also, the most probable root cause associated with the reported event of ¿osteolysis¿ is associated with destruction or disappearance of bone tissue likely related to weakened integration of an implant at the bone-implant interface. Furthermore, the most probable root cause associated with the event of ¿loosening- tibial¿ associated with weakened integration of the tibial component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.